Event description:
It was reported that the right ventricular (rv) lead was found under fluoroscopy to have no slack. The lead was repositioned and more slack was added. During the rv lead revision, the right atrial (ra) lead dislodged. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).